Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A patient reported that a mobi-c implanted at c6/7 approximately 9 years prior had broken during their sleep; the mobile core fractured. The patient alleged intense pain for several weeks prior to emergency surgery to correct paralysis and a life threatening condition. The mobi-c was removed and the patient was converted to a fusion.

Event description:
A patient reported that a mobi-c implanted at c6/7 approximately 9 years prior had broken during their sleep; the mobile core fractured. The patient alleged intense pain for several weeks prior to emergency surgery to correct paralysis and a life threatening condition. The mobi-c was removed and the patient was converted to a fusion.

Manufacturer narrative:
Corrections in b7, d1, d4: catalog number, e1, e2, e3, g1, and g2. Additional information in a5, a6, and b3. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
A patient reported that a mobi-c implanted at c6/7 approximately 9 years prior had broken during their sleep; the mobile core fractured. The patient alleged intense pain for several weeks prior to emergency surgery to correct paralysis and a life threatening condition. The mobi-c was removed and the patient was converted to a fusion.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. H6: additional method code: 4110. Additional information in d4: UDI number, and h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned, however a photo was provided which shows that the explanted device has a fractured poly core. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.